Event description:
Report of leaking convertable piercing pin during infusion of total parenteral nutrition. #2 of two documented incidences of total parenteral nutrition leaking from the piercing pin air vent. Leakage total parenteral nutrition at the piercing pin was noticed after 10-12 hours of use. The tubing was changed to solve the problem. Nurses report that a tubing change was required 2-3 times during a 24 hour period when their policy is not to change tubing for 72-96 hours. The pt developed access line infection but the access remains in place; the pt is presently being treated for infection. It is unk if the infection is related to the leakage or to other pt problems. However, the customer states "this is high risk pt anyway, with other possiblities for infection source. No formal paperwork has been filed that the product caused the line sepsis problem." No further info is available.